Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the body of the stent was severely calcified both inside and outside. A 0.038 inch guidewire was not able to pass through the stent due to the calcification inside. Most likely, the stent was difficult to remove due to the calcification attached to the stent. The device directions for use recommends periodic evaluations of the stent efficiency and to observe for possible complications.

Manufacturer narrative:
(B)(4).the complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent removal procedure, the physician reported the stent was difficult to remove due to encrustation around the stent. There was no reported intervention or injury to the patient.the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent removal procedure, the physician reported the stent was difficult to remove due to encrustation around the stent. There was no reported intervention or injury to the patient. The patient's condition at the conclusion of the procedure was reported to be "stable."